Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. This programmer's allegation was confirmed. There was evidence of mishandling or abuse. The bottom housing was cracked. Additional product analysis was performed which showed that printed circuit board burnt when powered on. All affected parts were replaced. This programmer passed all functional incoming tests.

Event description:
Boston scientific received information that this programmer was broken. This programmer was returned and was repaired. No adverse patient effects were reported.